Event description:
It was reported that (1) device was used during a gastric exclusion. It was reported by the rep that the surgeon fired the tlc10 across the stomach. Staples on the left side of the staple line, at the distal end, did not form the "b" form (unformed staples). The surgeon did not open another instrument, as he oversewed the staple line and completed the case. There was no consequence to the pt.